Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 55840006535, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent osteotomy, posterior lumbar interbody fusion procedures at t9-s1 due to kyphosis. Intra-op, pedicle screw (ps) was inserted to th9-s1, frontal and sagittal x-ray images were taken, and it appeared that the ps on the right side of th10 was deviated into the spinal canal. The ps was removed there, and by checking with a straight probe, it was confirmed that it deviated in the direction of the spinal canal. The physician attempted to correct the creation of the pilot hole again with the straight probe ball grip narrow, but it was difficult to correct. Ps on the right side of th 10 was skipped. There was a delay of less than 60 min in overall procedure time as a result of this event. There was no patient complications as a result of this event.